Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of " display has multiple alpha numbers five times" was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to faulty main display (replicating the image five times). The main display print circuit board assembly and associated parts were replaced to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the display having multiple alpha numbers five times; this condition had the potential to interrupt delivery. This condition was found in the pcu (progressive care unit) during programming/setup. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.